Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565- 2017- 03796, 0001822565- 2018- 00067. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a hip revision to address instability. No further information is available at this time.

Manufacturer narrative:
Complaint was confirmed with return of the compatible component. The neck was returned and evaluated. The modular neck shows damage between the conical taper and elliptical taper, indicating impingement. The elliptical taper exhibits fretting/wear. Damage is too severe for dimensional analysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.